Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to blood glucose. Customer did not provide information regarding alternate insulin therapy.